Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported the patient has had pain in their leg since implant. The patient was seen the day after implant by a manufacturer's representative and the patient reported nerve pain in their leg and said it was not their normal chronic pain (left hip, left leg, and sometimes right) nor surgical pain, but a new pain. The patient commented on the pain as "horrific" and didn't want to be programmed. A week or two following surgery the patient was programmed and everything was good at that time. On (B)(6) 2016 the patient was seen for adaptive stim activation and stimulation was covering their pain pattern and electrode impedances were in normal range. On (B)(6) 2016, a manufacturer's representative saw the patient and they were happy with stimulation at that time and no adjustments were needed. The patient was in the hospital the week prior to (B)(6) 2016 for the leg pain and was seen by a manufacturer's representative on (B)(6) 2016. The patient forgot to charge their implantable neurostimulator (ins) and therefore, it was discharged. The patient charged the device and the representative checked programming and everything was fine and the patient was happy with stimulation and coverage. The patient referred to the leg pain as neuropathic but the physician wasn't sure what was causing it and the patient elected to have the system removed. The patient elected to have the system removed to eliminate any possibility that the new leg pain was being caused by the spinal cord stimulation.

Event description:
Additional information from the healthcare provider indicated that the patient reported hypersensitivity, and neuropathic pain in both legs since being implanted. The patient was admitted to a medical center on (B)(6) 2016 for further evaluation and treatment. The patient's symptoms did not improve, and the device was explanted on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.